Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that he was hospitalized for greater than 24 hours due to hyperglycemia and ketoacidosis. Patient was feeling sick/unwell. High blood glucose level was 300 mg/dl and treated by insulin drip. No further information was available.

Manufacturer narrative:
H11: patient city: (B)(6). Patient country: united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.